Event description:
Dexcom g7 continuous glucose monitoring sensor repeatedly falling off. Adhesion has been one of the strong points of this product and one reason for switching from the abbott freestyle libre 2. However, I recently had 3 fall off in rapid succession. I've read online that there are some lot numbers (and countries of origin) that are plaqued with this problem. Dexcom is not admitting this and only providing 3 replacements a year if they simply fall off (as opposed to some other failure). Since dexcom provides the devices adhesive as well as the over-patch they should be liable for all adhesive failures. There is a bigger problem in that I may go through a 3-month supply in a matter of days if this problem persists. It should not be my responsibility to find a solution to their adhesion problem - especially not in a crisis of their creation. I may very well find myself fighting with insurance to authorize an early refill with a replacement product. I am also likely to run out of supplies for a backup solution (finger stick meter) while I wait for fulfilment. I went on cgms (continuous glucose monitors) with the intent of getting an insulin pump - glad I haven't as I would be in a bigger crisis if I had. The dexcom g7 is not ready for the market. Had 3 good experiences for 3 months, but last 6 months have been one problem after another. Pt code: 4580. Device code: 1068. Ref reports: mw5172013, mw5172015.